Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint would not close. The medium-large clip applier instrument was found to have failed the clip test. The clip would not stay onto the grip tips. An additional observation not reported by site that is related to the primary failure: the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.05" offset at the tips. As a result, the clip could not be properly loaded on the grips. This failure caused the clip test failure of the instrument.